Manufacturer narrative:
The lot was manufactured september 19-21, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles in an unspecified location of a small volume intermate. This was observed during a post-compounding inspection. The device had been filled with deferoxamine. There was no patient involvement. No additional information is available.